Event description:
The device is the medtronic reveal linq implantable loop recorder. The labeling is defective in that it does not clearly explain in the user documentation that collected medical info cannot be transmitted to both the pt's doctor and the pt. Had I known this before and, I would not have agreed to have the device implanted. I have now shut off the carelink monitor and am not using the device, although it is still implanted in me, and the implant wound is still healing.